Event description:
Nurse started IV on pt for exam. Used bd nexiva closed IV catheter system, 22ga lot #1343790 exp date 12/2014. Once IV was started, it immediately started to leak from the area the needle was withdrawn from. This have never been reported before. IV had to be restarted requiring the pt to be stuck again with another needle. On (B)(6) 2012, this same thing occurred on another nursing unit. Bd 20ga nexia lot #1356483 same issue leaking had to be pulled and pt re-stuck. Also see (B)(4). Date of use: (B)(6) 2012.